Event description:
It was reported that when the patient presented in the operating room for a device change out due to normal eri, externalized conductors and high pacing lead impedance. The patient has felt pocket stimulation. The lead was capped and replaced.

Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 13.1cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.